Event description:
A report was received that a patient had a revision to reposition the lead anchors. The reason for the revision is the patient is very thin and had a bump on her back from the anchors. The physician un-sutured the leads and re-sutured them deeper. The patient is reportedly doing well after the revision.

Manufacturer narrative:
This is the final report.